Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The device site exhibited pocket tenderness, redness, and oozing. There were no additional adverse patient effects reported. The rv lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.